Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box showed four boluses were programmed and delivered on 2012. The suspend history show the pump was not suspended on (B)(4) 2012. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys are responsive to user input. No hypersensitive keys were observed on keypad. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint was not able to be duplicated during investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. I the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
On (B)(4) 2012, the patient contacted animas alleging that the pump did not record several boluses she administered on the day prior. At the time of the call, the patient informed animas customer support that she had been admitted into the hospital with a diagnosis of dka. The patient reported her blood glucose (bg) when admitted to the hospital was greater than 600 mg/dl. It is not known for what period of time the patient's bg levels had been running high. At the time of the call, the patient informed customer support that she was on IV's and npo. At the time of troubleshooting, the patient reported that when reviewing the pump¿s bolus history, she realized 3 or 4 boluses she attempted to give the day prior were not recorded in the pump's bolus history. It was noted that the bolus history was only showing 4 boluses; however, the patient claimed she administered 6 or 8 boluses on that day. At the time of the call, the patient confirmed the pump was set to the correct date and time and all advanced settings were programmed correctly. The alleged issue with missing boluses remained unresolved. This complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.